Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer array placement to the skin ulcer cannot be ruled out. Contributing factors for skin ulcer in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm).

Event description:
A 62-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2022. On (B)(6) 2024, the patient's spouse reported that the patient developed a skin reaction, described as several sore spots, with a larger one on the left side of the scalp. As a result, optune gio therapy was temporarily discontinued. On (B)(6) 2024, the healthcare provider (hcp) recommended pausing therapy for a few days due to ongoing skin irritation on the patient's scalp. On (B)(6) 2024, the patient's spouse informed novocure that the patient had a scalp expansion surgery scheduled for (B)(6) 2025, to address the persistent sores on the scalp. Consequently, it was decided to permanently discontinue optune gio therapy. On (B)(6) 2025, a registered nurse from the radiation oncology clinic reported that the wound on the patient's lateral left scalp was caused by the long-term use of the transducer arrays. An image provided depicted a large full thickness ulcer with central eschar and mild to moderate marginal erythema on the scalp. The patient had experienced tumor progression, and the neurosurgeons recommended a craniotomy. However, due to the scalp wound, there were concerns regarding potential infection and non-healing of the incision. The patient was evaluated by a plastic surgeon, and a tissue expander was planned for placement on (B)(6) 2025. Following this procedure, a craniotomy for tumor recurrence would be scheduled.